Event description:
It was reported that a new ilet user experienced elevated blood glucose after a breakfast meal announcement, with persistent hyperglycemia approximately two hours post-meal and no regulation despite automated dosing, prompting troubleshooting for a possible infusion set or site issue. Symptoms included high blood glucose. Outcomes included user education and troubleshooting without medical intervention. Investigation included customer interview, review of device use and meal announcement practices, and instruction to replace the infusion set and evaluate infusion sites for potential absorption issues or scar tissue. Investigation of this case revealed hyperglycemia of unclear cause with suspected infusion site or set performance contributing, and no evidence of device malfunction reported. It was concluded that the event was consistent with hyperglycemia of unclear cause with user counseling provided and infusion set change advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.